Event description:
It was reported that they are not complaining about the device, just commented on face book post that it did not work for everyone. It was rigid, did not conform to all body shapes, did not absorb all the urine every time, the plastic sticks to skin and damages delicate skin when removed and if they shift around in bed, it dislodges pous pulls on skin. In addition, any urine in the tube when canister is emptied backflows and douses you with cold urine. It is more trouble than it was worth. Also mentioned, if you're comotose and stay rigidly unmoving with minimal urine output then great, but for a patient who is conscious on an IV and drinking fluids it creates a mess. Device has been used when in hospital(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.